Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03466; related manufacturer reference number: 1627487-2020-03467. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein the system was explanted. The date of explant is unknown.

Manufacturer narrative:
Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.